Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported on (B)(6) 2020 that they received a loaner controller from foundation care 2 weeks prior, and they could not get the controller to connect to the implanted neurostimulator (ins) and work for them. Patient services (ps) assisted the patient with pairing the controller to implant and controller went into passive recharge state. They completed the process and patient implant was charging at excellent recharging quality, ins 0% and controller 90% charge. Patient mentioned they were aggravated with the ins and wanted the ins removed because it was not really helping and it only vibrated and was not helping. They noted they hadn't used the therapy in 3 months because they lost the controller. It was reported the patient was able to charge their ins but then could not get it to work. The patient described the set up steps. The patient was able to successfully able to do the set up steps and the controller showed they were not able to control. The patient confirmed they just got it to turn off and wanted to see if it worked out for them and would call back if they needed help. Troubleshooting resolved the reported event. Additional information was received on (B)(6) 2021. The patient reported that on (B)(6) 2021 the ins and leads were explanted because the patient was un able to receive mris with the device implanted. Also, the patient was not satisfied with the pain relief they were getting. The patient inquired what to do with the external equipment. An email was sent to the repair department to address the external equipment request.